Event description:
It was reported that a balloon rupture occurred. The balloon was used to treat a 90% stenotic, tortuous, and calcified lesion in segment #2 of the rca and initially expanded without any issues. However, while the balloon was inflated at 20 atm, it ruptured, resulting in vascular injury, and the patient subsequently experienced cardiac arrest. Pcps and iabp were used, followed by a perfusion balloon, which was then inflated for more than 20 minutes in an attempt to achieve hemostasis. However, adequate hemostasis could not be achieved. Consequently, the patient was transferred to another hospital. At the receiving hospital, bypass surgery was performed for rita-rca and lita-lad. The patient's condition improved at that point; however, on the following day, the rita-rca was reoccluded and the patient's condition deteriorated again. Although bypass grafting was performed again, no improvement was observed, and pcps was used. However, the patient's condition did not improve thereafter, and the patient passed away on (B)(6).

Manufacturer narrative:
The product was not returned for investigation. Therefore, it was not possible to conduct a detailed investigation of the product. It is considered that the reported event was associated with a calcified lesion, which may have contributed to balloon rupture and vessel damage during product expansion. However, the detailed root cause could not be determined. No abnormalities were found on the production records. The instructions for use (IFU) provide general instructions for use, warnings and precautions related to the device, and information to make users aware of potential complications and other events similar to this event that may occur. This report does not imply an admission by anyone that the products mentioned in this report are defective.